Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. Prior to insertion into the patient, the helix was checked if it properly extended. It was observed that the movement of the helix was not smooth. The lead was replaced with another lead just for precaution. There were no consequences to the patient.